Event description:
Device did not stop and it cut the dura. Device may have been held and used at an angle.

Manufacturer narrative:
The mfg history records for this lot number were reviewed and no discrepancies noted. The inner drill cutting edge was dented. The unit was tested for proper function. The unit performed properly for ten test holes. The reported failure could not be repeated.